Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was requested. A follow up report will be submitted and an evaluation has been conducted.

Event description:
The customer reported she identified a minicap which looked like the sponge was dry. There was no injury to the patient reported, as the unit was not used.

Manufacturer narrative:
(B)(4). The actual was received and evaluated as well as 6 companion samples. The units were inspected by manufacturing and qa teams. It was observed that all the units were open; the caps were inside the pouches but the packages were open. It was observed that all the sponges had enough iodine povidone, they did not look dry as reported by the patient. It is important to mention that during manufacturing process, the filling of minicaps is performed automatically to ensure that a correct amount of solution is added to the sponges. On the other hand, through evaluation of the units it was confirmed that the seals looked correct, the packages were intact (no perforations, pinholes or damages were found). In conclusion, the product did not present deviations associated to manufacturing process; it was released meeting all specifications. It was observed that some drops of iodine povidone were located in the internal site of the envelopes. This is considered an isolated event, not related to manufacturing process but to a potential perception of the patient. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.